Manufacturer narrative:
Siderail.

Event description:
It was reported by service report that the patient left sidearm is broken off bed. It is unknown if there was patient involvement or if there are adverse consequences to report.